Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump alarmed system failure. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Device evaluation: one pump was received for investigation. Visual inspection showed top and bottom cases are in good condition. Visible contamination by the "l" bracket pole clamp. Configuration required found in event history log several times. Reported problem duplicated during power up process. No configuration/crc found. Reprogramming of the drug library (config. Crc) was incomplete. Customer must have disturb the device during the programing process or during network down load process or issue with their network. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.